Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) came completely out of the patient with the device. The sealant was completely dislodged from the arteriotomy. Manual compression was used to achieve hemostasis. There was no reported patient injury. The device did not exceed 25°celsius in storage. Button #1 and #2 were fully depressed and the balloon was fully deflated. The product was contaminated with blood or body fluids. The fault/issue was not discovered before use. A 5f unknown sheath introducer was used. The physician has many years of experience using the 5f mynx control vascular closure device (vcd). Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynx control vascular closure device (vcd) came completely out of the patient with the device. The sealant was completely dislodged from the arteriotomy. Manual compression was used to achieve hemostasis. There was no reported patient injury. The device did not exceed 25°celsius in storage. Buttons #1 and #2 were fully depressed and the balloon was fully deflated. The product was contaminated with blood or body fluids. The fault/issue was not discovered before use. A 5f unknown sheath introducer was used. The physician has many years of experience using the 5f mynx control vascular closure device (vcd). Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection showed that both button 1 and button 2 were fully depressed. The stopcock was found open, while no syringe was returned for this evaluation. The sealant was not returned for this evaluation. Regarding the sealant sleeves, no abnormal conditions were observed. A non-cordis 5f catheter sheath introducer was returned inserted on the device. The balloon was retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. No deployment analysis was performed, as the unit was received already deployed. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant coming out of the patient during device removal, especially since both buttons were fully depressed with no anomalies noted. However, procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.